Manufacturer narrative:
A replacement supply was sent to the customer. In follow up with the customer, she indicated that she smelled a burning odor coming from the breached transformer, but no signs of smoke, fire or melting. Nor was there a report of an injury. The customer also stated that she would be sending back the defective product, but as of the date of this report the product has not been received by medela. Should the product be received and evaluated and any new info be obtained, a follow-up report will be filed. This issue with the damaged transformer using for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the manufacturers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported that the housing on their pump in style transformer cracked in half exposing underlying electronics.